Manufacturer narrative:
The site returned procedure recordings, a component of the superdimension system for evaluation. The recordings are still under evaluation.

Event description:
Site reported they were unable to complete registration using superdimension inreach system. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.